Event description:
It was reported that the pt underwent a tlif at l5-s1 with posterior fixation at l5-s1. It was reported that approx 10 months post-op the pt underwent a revision surgery to remove and replace a broken screw at s1. It was reported that no fusion had occurred. No pt complications were reported.

Manufacturer narrative:
Device was returned to medtronic for eval. Visual examination confirmed the screw was broken. It was noted that the broken screw was 5.5mm diameter and breakage occurred approx 10 months post-op with reportedly no fusion. A review of the device history records revealed no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.